Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, there was partial seal when using the device. End tone was heard. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Initial visual inspection found no defects. The device produced an instant regrasp alarm and could not be activated. Since the device could not be activated a porcine kidney tissue testing for device sealing could not be performed. Manufacturing engineer was notified of the regrasp alarm and confirmed that the product did not meet specifications. Upon further examination the crimp was re-tested and did not show intermittent resistance. There was no obvious damage or out-of-specification resistance readings. The only thing noticed was that there was bend in the wire near the wire crimp, but the wire tested acceptably for resistance. No root cause for regrasp alarm could be determined. However, because of the bend in the wire this will treated like a flattened wire root cause, where a flattened location in the wire could cause the wire to become high in resistance and cause the generator to fault with the regrasp alarm that the customer reported. Engineering reviewed the process to determine the potential root causes for this bend in the wire. A possible cause for this defect is the wire being twisted during crimping. The severity is 5 and the occurrence is 1. There was no reported injury to the patient or the user as a result of this non-conformance. The severity identified in the current risk analysis is appropriate. (B)(4). No formal investigation is required for this non-conformity.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, there was partial seal when using the device. End tone was heard. There was no patient injury.